Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: h6: additional patient code of 3191 for striae; h6: additional patient code of 3191 for ghost images. B5: additional: it was reported that their patient presented on (B)(6) 2019 with striae on both eyes. Patient had flap lift on both eyes in (B)(6) 2019 due to dense central epithelial ingrowth. Patient''s chief complaint was of ghost images. Bcva as of (B)(6) 2019 was of 20/20 -.25 x -.50 x 10 right eye and 20/20 -.25 x -.75 x 0 left eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth in patient's both eyes (ou). Topical steroid dosage was increased. Patient's chief complaint was of overlapped images and decreased in vision. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. A flap lift and irrigation was performed. Best corrected visual acuity od: distance 20/50 (pre-op 20/20) os: distance 20/30 (pre-op 20/20). Bcva from (B)(6) 2019, right eye pre-op was 20/20 -3.00 x -1.00 x 65 and left eye pre-op was 20/20 -3.00 x -1.25 x 175. Bcva from (B)(6) 2019, right eye post-op was 20/30 -.50 x .00 x 90 and left eye pre-op was 20/20 -.25 x .00 x 90. Started on pred forte until he is back for flap lift in (B)(6) 2019.